Event description:
It was reported that the atrial lead exhibited noise. The noise could not be reproduced with provocative testing. The device was reprogrammed to vvi. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.